Event description:
It was reported that a physician in training attempted arteriotomy closure using the starclose device after a diagnostic procedure of the cfa. Reportedly, the pt stated that a popping sensation was felt at the right groin closure site. The closure site developed a softball size hematoma. The pt was held overnight for observation, did not require additional intervention, and the condition resolved on its own. The device achieved hemostasis. There was no device malfunction. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was not lot info. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.